Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's right ventricular lead exhibited a failure to capture in addition to low impedances. Surgical intervention took place on (B)(6) 2015 at which time the patient's lead was capped and a new lead was implanted. The patient is reportedly doing well postoperative.